Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and failed battery test. The customer's blood glucose was 443 mg/dl at the time of incident. The customer did not troubleshoot and did not send the product back for analysis.